Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose where the meter read high at the time of the incident. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported the insulin pump was turning off randomly. The customer reported the pump did not alarm with a no delivery alarm when they had a bent infusion set cannula. The customer also reported motor error alarm before the pump shuts off. The customer stated the drive support cap was flush. Troubleshooting was not completed. The customer was also treated for an infection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed tone check and vibrate check during self test. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display noted. No motor error alarm noted during testing. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.